Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The rep reported that the patient stated that the pad (recharger) was causing her back to feel like it burned and leaves a read mark. The patient stated that whether they are leaning on a couch or just sitting up, she was getting the red mark and burning sensation at ins site. Technical services suggested changing the recharge speed to 3 or 2. The patient reported getting "try again" on her controller. The patient stated that they had also noticed discoloration of the recharger wire, where it goes into the recharger pad itself. It was noted that the controller had been replaced multiple times. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who was responding back from a follow up letter sent to them. The patient reported their weight at the time of event was (B)(6) lbs, and indicated that the replacement recharger sent to them resolved the feeling of being burned and they are able to successfully charge.